Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No blank display or deliveries anomalies noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 19 mg/dl at the time of the incident. The customer was at 94 mg/dl at the time of the call. The customer was given glucagon to treat. The customer was wearing the insulin pump during the incident. The customer was performing a set change at the time of the incident. Troubleshooting was completed. The customer reported a frozen pump display that was corrected by removing and putting back the pump battery. The insulin pump will be returned for analysis.